Manufacturer narrative:
This report is submitted on 16 january 2020.

Event description:
Per the clinic, the patient experienced infection at implant site on two separate occasions and subsequently was treated with topical antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on 7 october 2020.

Manufacturer narrative:
This report is submitted on 19 march 2020.